Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cables were evaluated, cleaned and regreased. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there was a filament regulator error. This error occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.